Event description:
Journal reference: brody f, vaziri k, saddler a, et al. Gastric electrical stimulation for gastroparesis. J am coll surg. 2008;207(4):533-538. Recently, gastric electrical stimulation (ges) has been used to treat gastroparesis. This study analyzes a cohort of gastroparetic patients after ges. Fifty gastroparetic patients were enrolled, some were available for follow-up at 6 months and some available at 12 months. The severity of symptoms was reduced in all with normal gastric postoperatively. Reportable event: the pulse generator was repositioned in three patients secondary to local pain at the implantation site along the left flank. The device was repositioned on the contralateral side with resolution of pain in all patients.